Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be blank when the pump was powered on. The pump¿s audible and vibratory alarms were functional. The pump was opened and evaluation revealed that the display screen was cracked. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the display has blank screen. There was no evidence of moisture but did swim yesterday. The reporter denied damage to the pump. The reporter confirmed that the audible tones still work. The battery was changed but it did not make any difference in display. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.